Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. After further investigation of the facts provided by the customer, it was determined that the customer did not correctly perform the 30 joules self-test. Therefore this claim is being closed as user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device switches settings on it's own. Complainant indicated that there was no patient involvement in the reported malfunction.